Event description:
The customer stated the unit came up with a "do not use" symbol. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator. During service operations, we identified that the fuse on the defib circuit board was open. This open fuse causes the status indicator on the device to display "do not use". Replacement of the fuse resolved the issue. Factory service repaired, upgraded, tested, and returned the device to the customer as documented in the service report. The firm is retrospectively reporting fuse failures associated with recall z-1389-2009. These complaints were not reported prior to the field action per risk assessment procedure in place at the time.